Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had an infusion that was supposed to take one hour. At close to an hour, the pump starts beeping. The pump was checked and had a message that states "occlusion fluid side." Tubing and bag were checked. Tubing is found to have a very small kink, but when kink is taken out, the pump starts beeping with the message "kvo." Bag still had all of the fluid in the bag. Pump never alerted there being a problem during the entire hour that infusion was running. There was patient involvement but no harm. The customer noted that they performed maintenance on each device and found no errors. Bd learned through due diligence the following information. The infusion was started on (B)(6) 2025 at 09:56am and ended at 12:21. Benlysta (belimumab) 640mg in sodium chloride 0.9% 250ml was ordered to infuse at 250ml/hr with a volume to be infused of 250ml. There were reportedly no occlusion or air-in-line alarms during the infusion.

Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2025-84853 is a concomitant. Please refer to manufacturer report number 2016493-2025-84672, which captured the correct suspect device per investigation report.

Event description:
It was reported that the device had an infusion that was supposed to take one hour. At close to an hour, the pump starts beeping. The pump was checked and had a message that states "occlusion fluid side." Tubing and bag were checked. Tubing is found to have a very small kink, but when kink is taken out, the pump starts beeping with the message "kvo." Bag still had all of the fluid in the bag. Pump never alerted there being a problem during the entire hour that infusion was running. There was patient involvement but no harm. The customer noted that they performed maintenance on each device and found no errors. Bd learned through due diligence the following information. The infusion was started on 4/29/25 at 0956am, and ended at 1221. Benlysta (belimumab) 640mg in sodium chloride 0.9% 250ml was ordered to infuse at 250ml/hr with a volume to be infused of 250ml. There were reportedly no occlusion or air-in-line alarms during the infusion.